Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-aug-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a vizigo sheath. Difficulty getting past the vizigo introducer valve with the pentaray. Feeling of friction of the catheter body within the introducer. When the catheter was displayed on the carto screen, only 4 of 5 splines are displayed. The catheter was initially removed. At the second attempt, it was not possible to pass the valve. No adverse event reported. In addition, at the end of the procedure, removed the vizigo introducer and a plastic thread (likely nylon) was detected that departed from the inside of the vizigo to enter the patient via femoral access. The thread was pulled and removed without consequences for the patient. Additional information was received. The physician struggled a lot to insert the pentaray the first time, but by forcing it, he managed to insert it. The device evaluation was completed on 21-aug-2024. The carto vizigo sheath device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. A boroscope inspection of the inner shaft was performed and the internal polytetrafluoroethylene (ptfe) was separated from the internal sheath wall. Additionally, residues of the ptfe were observed inside the sheath. A device history record was performed for the finished device batch number, and no internal actions were identified. The interaction of the catheter with the internal sheath wall could have caused the ptfe detachment and consequently, the resistance; therefore, the customer complaint was confirmed. The potential cause of the ptfe issue could be related to the procedure while the catheter was removed from the sheath; however, this can not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 09-aug-2024, noted a correction to the d4. Primary UDI number provided in the 3500a follow-up #1. Therefore, corrected to (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a vizigo sheath and a plastic thread (likely nylon) departed from the inside of the vizigo sheath. Difficulty getting past the vizigo introducer valve with the pentaray. Feeling of friction of the catheter body within the introducer. When the catheter was displayed on the carto screen, only 4 of 5 splines are displayed. The catheter was initially removed. At the second attempt, it was not possible to pass the valve. No adverse event reported. In addition, at the end of the procedure, removed the vizigo introducer and a plastic thread (likely nylon) was detected that departed from the inside of the vizigo to enter the patient via femoral access. The thread was pulled and removed without consequences for the patient. Additional information was received. The physician did feel resistance while introducing or retracting the catheter from the sheath. The physician struggled a lot to insert the pentaray the first time, but by forcing it, he managed to insert it. However, once in the atrium, we noticed that one of the splines was damaged. It was not visible on the map and the signals from both electrodes were heavily distorted. We performed the procedure without any other issues. In particular, inserting the smarttouch into the vizigo was problem-free. However, when attempting to reinsert the pentaray for the final mapping, the physician could not insert the catheter even with considerable force. At the end of the procedure, upon removing the vizigo, he noticed the wire inside it. Photo¿s provided. The resistance (vizigo sheath; pentaray), visualization (pentaray), signal distortion (pentaray), spline damaged (pentaray) issues were assessed as not MDR reportable. The plastic thread (likely nylon) that departed from the inside of the vizigo was assessed as MDR reportable under the vizigo sheath.

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 23-jul-2024. The damage did not result in wires being exposed. The damage did not result in any lifted or sharp rings. Resistance occurred during the pentaray insertion. The thread was found inside the vizigo sheath. When removing the vizigo sheath, the thread remained inside the patient's, protruding from the tip of the vizigo sheath. The catheter was not pre-shaped. On 26-jul-2024, noted a correction to the 3500a initial as the g 1. Manufacturing site name was processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected g1. Manufacturing site name. In addition, corrected g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g1. Manufacturer site state code and g1. Manufacturer site zip code and g1. Manufacturer site country code. The picture evaluation was completed on 25-jul-2024. It was reported that a patient underwent an ablation procedure with a vizigo sheath. Difficulty getting past the vizigo introducer valve with the pentaray. Feeling of friction of the catheter body within the introducer. When the catheter was displayed on the carto screen, only 4 of 5 splines are displayed. The catheter was initially removed. At the second attempt, it was not possible to pass the valve. No adverse event reported. In addition, at the end of the procedure, removed the vizigo introducer and a plastic thread (likely nylon) was detected that departed from the inside of the vizigo to enter the patient via femoral access. The thread was pulled and removed without consequences for the patient. Additional information was received. The physician struggled a lot to insert the pentaray the first time, but by forcing it, he managed to insert it. A picture was received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, it is observed a plastic thread, this material could be related to the polytetrafluoroethylene (ptfe) component that is part of the inner diameter of the vizigo sheath and may have been the result of the resistance with the sheath issue reported by the customer; however, this cannot be conclusively determined. A device history record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis, and a root cause cannot be assigned based on the current evidence. If the device is received, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).